Event description:
Customer reports, while trying to insert the tube the pt complained of discomfort. The tube was immediately removed. After removal it was noted that the stylet had come through the tube above the weighted tip. A small amount of blood was noted on the stylet at the breakage site. The tube was not flushed as indicated in the instructions. The stylet came through an "eye opening", probably contributing to the small amount of blood present on it. The pt is doing fine. There was no follow-up treatment.

Manufacturer narrative:
The actual sample and unopened samples were returned and evaluated. The complaint sample was found with the stylet spring tip sticking out of the feeding tube eye and bent at approx. 120 degree angle. The customer reported they did not use the product as instructed in the labeling; i.e., they did not flush with water to activate the hydromer coating per instructions. Other unused returned samples tested per product instructions were found to be acceptable. The lot history record was unremarkable and there have been no related complaints against this lot. Customer technique caused the reported problem.